Manufacturer narrative:
A ge service rep performed an on site investigation. The video controller board was replaced during the service call. The system was testing and found to be working as intended and put back into service.

Event description:
The fse reported that the images were unusable. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.